Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose level ranged from 300-560 mg/dl. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions. The customer went to the emergency room (ER) on (B)(6) 2016 and was vomiting. The customer was admitted to the hospital on (B)(6) 2016 for the high bg and diabetic ketoacidosis (dka). The customer was disconnected from the pump. The customer was treated with intravenous fluids, insulin and potassium. The customer was given blood thinners and antibiotics along with oxygen. The customer was discharged from the hospital on (B)(6) 2016. The high bg and dka were resolved. The customer stated that when the cannula was removed, it appeared to be straight and when the tubing was primed, insulin was observed exiting the tubing.